Event description:
Suction button stuck in open position one hour into total heystrectomy. Loss of pneumo. No robotocs. Four previous incidents not reported. Customer declined to answer any further questions. No smokevac involved.